Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2017 and (B)(6) 2018. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040 (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal symfony intraocular lens (model zxr00v +26.0 diopter) was implanted in the patient's operative eye on (B)(6) 2017. Reportedly, the patient was complaining about poor visual acuity and the lens was explanted on (B)(6) 2018. A monofocal lens za9003 +23.0 diopter was implanted as a replacement. One day post exchanged the uncorrected visual acuity was 20/33 and the best corrected visual acuity was 20/22. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that the explanted intraocular lens (iol) was discarded by the customer. The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.